Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arose again.